Event description:
It was reported that "this complaint was reported at the 38th congress of japanese society for endoscopic surgery. A case of a cystic duct clip migrating into the common bile duct after laparoscopic cholecystectomy. Endoscopic retrograde cholangiopancreatography (ercp) was performed for acute cholangitis of a 79-years old male patient. Endoscopic papillotomy (est) and stone extraction were performed. One month later, acute cholecystitis developed and laparoscopic cholecystectomy was performed. Six months after cholecystectomy, the patient was readmitted due to recurrence of common bile duct stones, and two common bile duct stones with hemolock clips at their cores were extracted. After that, there was no recurrence of bile leakage or urinary tract infection and the patient was fine."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "this complaint was reported at the 38th congress of japanese society for endoscopic surgery. A case of a cystic duct clip migrating into the common bile duct after laparoscopic cholecystectomy. Endoscopic retrograde cholangiopancreatography (ercp) was performed for acute cholangitis of a 79-years old male patient. Endoscopic papillotomy (est) and stone extraction were performed. One month later, acute cholecystitis developed and laparoscopic cholecystectomy was performed. Six months after cholecystectomy, the patient was readmitted due to recurrence of common bile duct stones, and two common bile duct stones with hemolock clips at their cores were extracted. After that, there was no recurrence of bile leakage or urinary tract infection and the patient was fine."